Event description:
It is reported that the patient underwent a 2-stage revision for infection on (B)(6) 2011. The second state was completed on (B)(6) 2011.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.